Event description:
It was reported an occlusion alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported adverse impact. Ultimately, the customer reverted to an alternate method of insulin delivery.